Event description:
A patient reported a damaged charging port that required adjustments to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting regarding these issues.